Event description:
It was reported by the customer that a pyxis medstation es system failed cubies on drawer 3.1 and 4.1 and unable to recover. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the cubie failure. The field service engineer adjusted all retractor bands. Removed debris from back panel and checked connections. The system functioned as intended after the field service engineer troubleshooted the device.